Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/18/2025, a sales representative reported via sems-(B)(4) that an ar-3710 knee fibertak disposable kit with a 2.6 mm drill and drill guide had an issue with the knee fibertak drill bound up inside the guide and the metal sleeve separated from the blue plastic handle. The case was completed successfully. No pieces broke off in the patient. This was discovered during a quad tendon repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/26/2025: the case was completed using a hard bone drill free hand (2.8mm) for the second hole location and using a 2.4 cannulated drill pin, and deploying the implant infrapatellar. The delay was only in opening an additional product and extra time to drill.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.